Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, open draining wound, wadded up mesh, hernia recurrence, foreign body giant cell reaction, chronic inflammation, scarring, severe and chronic pain and discomfort. Post-operative patient treatment included surgery to remove mesh and revision surgery.